Event description:
It was reported that upon interrogation, the left ventricular lead exhibited loss of capture and low lead impedance. Floroscopy revealed that the lead had dislodged. The lead was explanted. The patients condition post procedure was normal.

Manufacturer narrative:
(B)(4).